Event description:
A customer reported a minimum fill notification issue. There was no adverse impact on the customer's blood glucose level. The customer, with guidance from technical support, attempted to reload a new cartridge and successfully loaded it onto the pump after initial self-guided steps failed to resolve the issue. Technical support further assisted in placing the pump back into its case, allowing the customer to resume insulin use.